Manufacturer narrative:
The device is currently being returned to resumed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient expired while using an astral device. Patient was moved from bed to electric wheelchair and switched to the astral device fixed to the wheelchair. After 15 minutes of the patient being moved to the wheelchair, patient was found not breathing and astral device switched off. When the astral device was switched on, the device started alarming.

Event description:
It was reported to resmed that a patient expired while using an astral device. Patient was moved from bed to electric wheelchair and switched to the astral device fixed to the wheelchair. After 15 minutes of the patient being moved to the wheelchair, patient was found not breathing and astral device switched off. When the astral device was switched on, the device started alarming.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).